Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was showing an error 5. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial call. The patient stated the error 5 began on (B)(6) 2017, during the night. The patient reported that she manages her diabetes using insulin pump therapy, and denies making any changes to his usual diabetes management regimen. The patient reported that because she could not obtain a blood glucose result, she allowed her blood sugars to get to low, and on (B)(6) 2017 at 6 am, she became ¿unconscious¿ and woke up in the hospital. She reported that blood glucose results of ¿6 mg/dl¿ was obtained on the ambulance¿s meter and ¿52 mg/dl¿ was obtained on the hospital meter. The patient reported that she was treated with ¿IV dextrose, liquid glucose, and glucose tablets¿, and that she refused to be admit and was discharged home. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the test strips had not passed their expiry date, and the patient described the correct testing steps. The csr walked the patient through a retest and the alleged meter issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.